Event description:
This is filed to report the clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat grade 4+ functional mitral regurgitation (mr). An xt clip was advanced to the mitral valve. After successfully establishing final arm angle (efaa), the clip was deployed. After detaching from the clip delivery system (cds), the clip opened approximately 25-30 degrees. Before opening, the clip was fully closed. Upon assessment, the mr was unchanged, and placement looked good. In the physician's opinion, the leaflet thickness and grasp could be causing the clip to appear slightly opened. There was no change in mr, which appeared the same on transesophageal echocardiogram. The clip appeared slightly opened in fluoroscopy. The physician was satisfied with the results and no additional clip was needed. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip open while locked appears to be related to combination of procedural and patient conditions. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip open while locked appears to be related to combination of procedural and patient conditions. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).